Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, stated that when the lens was about to be implanted after loading the lens with the company injector, it was evident that the haptic has a line in contact with the optics thinking that it was a visual effect until the second haptic does not move and is trapped, confirming that said haptic was dislocated, not performing the implantation leaving the patient aphaco. Additional information has been requested but no information is available at the time of this report.